Event description:
It was reported that the physician was treating a lesion in the rca that had been pre-dilated with a balloon catheter. During the stent deployment, the balloon would not hold pressure at 10 atm. The stent delivery system balloon was removed without problems from the stent, but a dissection was noted proximal to the stent. Another balloon catheter was used to post-dilate the stent, and a second stent was implanted to treat the dissection.